Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had all the bands attached, some of them were overlapped and moved from their position. The slack was taken up correctly and the handle presented marks indicating that the trip wire was secured. The ligator head teeth were damaged/bent. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands, attached from the ligator head, were moved from their position and overlapped. The ligator head teeth were damaged/bent. It is possible that some of the knots along the suture thread got dislocated from the teeth of the ligator head due to user manipulation during preparation, or some techniques performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated the suture thread, it could have contributed to the difficulties when releasing the bands, which may have also caused some of bands got overlapped, and with resistance/tension submitted on the device during deployment, consequently, damaging the ligator head teeth. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2022. During the procedure, they were able to set the endoscope in the right position and ready to perform the ligation; however, when they tried to deploy the first band, there was a resistance noted. They tried to deploy it again but still it did not work. They removed the endoscope along with the speedband superview super 7 device and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.